Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. The definitive cause of the customer's experience cannot be determined at this time. The investigation is ongoing. Physical evaluation of the complaint device reveals: the is a leak and cut on the bending section covering. In addition, the bending section is dented and metal is split with sharp edges. The user's report of image problem is confirmed. Error code b30 is displayed due to faulty cable unit. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported while preparing a hd autoclavable camera head for use, the user experienced an image problem. There was no patient impact related to this occurrence.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is likely the scope communication error code (b30) was caused due to an unexpected stress being applied to the cable unit by the user's handling, resulting in cable failure and no image. The device's instructions for use states the following: "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable." The initial report noted the following in section h10: "the is a leak and cut on the bending section covering. In addition, the bending section is dented and metal is split with sharp edges." This information was erroneously reported and does not apply to the subject device. The following codes were also incorrectly identified in the initial report: 1250 and 4008.